Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005, indicative of an open circuit condition detected upon shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms on the right ventricular (rv) defibrillation lead. It was noted that the ICD had previously reached battery capacity depletion (bcd) on (B)(6), 2023 and was not replaced due to the patient's expired insurance. With new insurance, the patient was now followed by a clinic where it was determined that the patient received a shock while hiking and filming a rattle snake on (B)(6) 2024. The patient was unaware of the delivered shock, and episode review was not available due to bcd. Technical services (ts) discussed the available device function at bcd reverts to a single programming tachy zone at 165 beats per minute (bpm), and it was likely that the delivered shock was related to the patient's activity and elevated heart rate upon seeing the rattle snake. Ts discussed troubleshooting options and possible causes, and emergent device and lead revision were recommended. This ICD system remains implanted at this time. No adverse patient effects were reported. Additional information received reported that system revision was scheduled a week later, but then cancelled a few days before the procedure. The implantable cardioverter defibrillator (ICD) was explanted and replaced the following month, however the right ventricular (rv) lead remained in service. The day after device replacement, right ventricular (rv) defibrillation lead shock impedance measurements were 180-190 ohms. Technical services (ts) discussed troubleshooting options and programming considerations. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005, indicative of an open circuit condition detected upon shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms on the right ventricular (rv) defibrillation lead. It was noted that the ICD had previously reached battery capacity depletion (bcd) on (B)(6) 2023 and was not replaced due to the patient's expired insurance. With new insurance, the patient was now followed by a clinic where it was determined that the patient received a shock while hiking and filming a rattle snake on (B)(6) 2024. The patient was unaware of the delivered shock, and episode review was not available due to bcd. Technical services (ts) discussed the available device function at bcd reverts to a single programming tachy zone at 165 beats per minute (bpm), and it was likely that the delivered shock was related to the patient's activity and elevated heart rate upon seeing the rattle snake. Ts discussed troubleshooting options and possible causes, and emergent device and lead revision were recommended. This ICD system remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.